Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes: (B)(6) 2014 indicate the patient received a left total knee replacement due to pain and osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes: (B)(6) 2019 indicate the patient received a left total knee revision due to infection. Indications for procedure include chronic infection, aspiration and lab values indicating infection, elected for 2 stage revision. Upon entering the knee, it was noted that all components were well fixed. There was a posterior medial abscess within the knee that was irrigated, and antibiotics beads were placed. The surgery was completed without indication of complication by the surgeon. Treatment post-op will include physical therapy, occupational therapy, IV antibiotics a PICC line antibiotics. Operative notes: (B)(6) 2019 indicate the patient received stage 2 of 2 revision due to infection. The re-implantation surgery was completed without indication of complication by the surgeon. Please note, the original revision date provided within the clinical database was actually the 2 of 2 re-implantation revision. The dor will be updated to reflect the original revision due to infection, (B)(6) 2019.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Dots. Clinical notification received for revision of left total hip to address infection. Date of implantation: (B)(6) 2014. Date of revision: (B)(6) 2019. (Left knee). Depuy components removed - yes. All components were revised.